Manufacturer narrative:
The reagent lot number is 926184. The expiration date was not provided. The field service representative replaced the probe and performed adjustments. He fixed a cuvette segment. He performed successful checks. The investigation determined that the event was due to an issue with the probe. The service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 6.38 mg/dl, and the repeated result was 9.99 mg/dl. The sample was repeated on another module, and the result was 99 mg/dl.